Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
At the end of a myomectomy, the surgeon reported 2 third degree burns on the patient. The first burn was at the top of the incision site measuring 2 ½ inches x 3 ½ inches and the second burn was at the bottom of the incision site measuring ½ inch x 1 ½ inches. The surgeon noted using wet laps along the edge of the incision to prevent a burn. The surgeon believes there was no issue with the device and it did not cause the injury. The patient was treated with silvadene.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.